Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('endless bleeding') and medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), abdominal pain ("debilitating cramping") and menstrual disorder ("menstrual problem ") and underwent medical device removal (seriousness criterion medically significant). Essure was removed. At the time of the report, the menorrhagia, abdominal pain, menstrual disorder and medical device removal outcome was unknown. The reporter considered abdominal pain, medical device removal, menorrhagia and menstrual disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('endless bleeding') and medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), abdominal pain ("debilitating cramping") and menstrual disorder ("menstrual problem") and underwent medical device removal (seriousness criterion medically significant). Essure was removed. At the time of the report, the menorrhagia, abdominal pain, menstrual disorder and medical device removal outcome was unknown. The reporter considered abdominal pain, medical device removal, menorrhagia and menstrual disorder to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - (events added from social media) - cramping, endless bleeding, menstrual problem, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.